Event description:
Customer reportedly obtained results of 58mg/dl and 106mg/dl within 1 minute on the same device. Customer was uncertain whether he dosed the strip properly, when he obtained the results of 58mg/dl. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.